Event description:
Consumer complaint of "lo" control results. Strips are in date lot #pr2067 exp. 08/13/2017 opened (B)(6) 2015. Customer stores their supplies in the original vial closed at all times in room temperature of 69 to 72 degrees in their office. Customer used their level one solution of 32 to 62mg/dl for a control test. Customer is receiving a lo on their meter while performing the control test. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated. Foreign material located on strip connector.